Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v576462, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient as though their implantable neurostimulator (ins) is turned off as it was noted that they suddenly lost therapy 3 days ago. The patient was on vacation in tampa, fl and did not have access to programmer (left at home). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.